Manufacturer narrative:
Batch review performed on 24 october 2025 gmk-sphere 02.12. E0310fl gmk-sphere tibial insert e-cross - flex 3l - 10mm (k202022) lot 2431924: (B)(4) items manufactured and released on 04-feb-2025. Expiration date: 20-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.